Event description:
Allegedly hip will "give way" and patient falls. Surgeon advised there is nothing wrong.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01180, 01182, 01183, 01184.